Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the ins was programmed with the new app and now the programmer has the in-the-box message. The rep did not have a clinician programmer so they were going to have a different rep meet the patient. The ins was at normal eri. There were no issues with the system. No further complications were reported.